Event description:
It was reported to medtronic minimed that the customer experienced a stuck button alarm, a blank display of the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed. Battery cap contacts and battery compartment and/or springs are not damaged. The display did not return after pump restart. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump powered up properly after battery installation. No blank display noted. The pump passed the sleep current measurement, active current measurement, and self test. The trace and history files were successfully downloaded using thump. A review of the pump history file shows there were two (2) stuck button alarms that occurred ((B)(6) 2025 at 8:24:30 and (B)(6) 2025 at 00:06:41). A p-cap locks into place inside the reservoir compartment properly. The pump was cut open; the keypad overlay/button dome switch layers were removed for a visual inspection. No evidence of physical damage or moisture damage was noted on the keypad dome switches or keypad assembly found however, moisture damage was found on the electronic assembly (pcba 1 and pcba 2) during the inspection. A p-cap locks into place inside the reservoir compartment properly. The following were noted during visual inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, cracked battery tube threads, cracked battery compartment, and pillowing keypad overlay. The blank display complaint is not confirmed. The stuck button/stuck button alarm is not confirmed. Moisture damage is confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.